Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation determined a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the xience pro x stent delivery system balloon was difficult to remove after stent deployment. No additional information was provided.